Event description:
On (B)(4) 2012, customer reported that they received a cartridge of aspartate aminotransferase reagent that had leaked. No injury was reported due to the exposure. The leak was due to the bottom seam of the reagent cartridge. It was decided that an MDR should be filed because the reagent contains material of animal origin, and upon recur, unprotected exposure is potentially infectious and may cause serious injury.

Manufacturer narrative:
(B)(4).